Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed increased frequency of architect hiv and hepatitis b surface antigen initial reactive rates and simultaneous error code 1007 (unable to process test, activated read failure) when reaction vessels lot 69283p100 were in use. The instrument logs were available for investigation of the issue. The customer support representative checked the instrument without resolving the issue, however, the occurrence of initial reactive rates for the architect hiv assay seemed to be reduced. There was no impact to patient management.

Event description:
On (B)(6) 2009, the pt reported the up and down buttons on his insulin infusion device are not properly responding to presses. He said his device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.